Manufacturer narrative:
In this report the device serviced by 3rdp section in box d has been corrected/updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles in the bottom enclosure. Additionally, the service technician found contamination from dust and error codes e053 (comp log sem timeout error) and e055 (therapy queue full error). The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.